Event description:
It was reported that the physician's handheld screen was dark and unable to see the screen. Troubleshooting clarified the issue as the handheld would not power on. The screen lock was not engaged and the battery cover was confirmed to be in place. A replacement tablet was provided to the physician and the handheld was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
.

Event description:
Analysis of the handheld was completed on 05/14/2015. The handheld was able to power on and off with no observed anomalies. During the analysis it was identified that the display was cracked. The cause for the cracked screen is associated with mishandling of the device. Once the screen was replaced with a known good screen, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. Analysis of the flashcard was completed on 05/14/2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.